Event description:
It was reported that a resonate plate was used on a two level acdf. Post op, it was noticed that there was a metal fragment that could have come off of the plate anterior to the plate.

Manufacturer narrative:
The patient is asymptomatic, and no revision case is planned at the time of this evaluation. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time, and the hazard will continue to be monitored.